Manufacturer narrative:
The monitor tech reported that they had communication loss and that the central nurse's station (cns) was initially unable to view the bedside monitors (bsm) and telemetry transmitters. They were able to get the bsms to be monitored in ICU and in the step-down units, but the telemetry transmitters remained down. Nk technical support advised the customer to check the power to the multiple patient receiver (org), which was located in the org closet. The investigation is still in process. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Concomitant medical device information.

Event description:
The monitor tech reported that they had communication loss and that the central nurse's station (cns) was initially unable to view the bedside monitors (bsm) and telemetry transmitters. They were able to get the bsm to be monitored in ICU and in the step down units, but the telemetry transmitters remained down. No patient harm was reported.

Event description:
The monitor tech reported that they had communication loss and that the central nurse's station (cns) was initially unable to view the bedside monitors (bsm) and telemetry transmitters. They were able to get the bsm to be monitored in ICU and in the step down units, but the telemetry transmitters remained down. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) sonora reported the cns-6201a (pu-621ra sn: (B)(6) was in communication loss with a bsm and telemetry devices. Service requested troubleshooting/assistance. Service performed: customer was advised to check the power to the orgs. Customer reported no longer experiencing the communication loss. Investigation result: the cns warranty began 08/14/2015. Review of device sap history found no previously reported issues with communication loss. During initial contact, nka technical support provided customer with information to troubleshoot the issue. After a follow up, customer was unable to recall the issue and reported no further issues with communication loss. Due to the lack of information available, the root cause could not be determined. Review of tickets opened at adventist health sonora found no other issue of communication loss reported. Unit sn: 1075 has no prior history of communication loss and no adverse trend of communication loss is suspected at this facility. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.